Manufacturer narrative:
No products were returned for examination. Product info required to retrieve the device history records for reviewing and search the complaint database was not provided. The investigation could not draw any conclusions about the reported infection. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address infection.